Event description:
The customer reported an axsym bhcg result of 840 mlu/ml on a pregnant pt in 2002. The pt was informed by their physician that their pregnancy had terminated. Another sample from the pt was drawn 2 days later yielding an axsym result of 12,000 mlu/ml. The sample from first drawing was then retested yielding a result of 8,076 mlu/ml. No injury to the pt was reported.